Manufacturer narrative:
The referenced percutaneous lead (driveline) replacement was reported under medwatch MFR report# 2916596-2018-03648. Approximate age of device - 4 years, 12 days. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient presented with abdominal pain and multiple driveline fault alarms. It was confirmed by the vad coordinator that the abdominal pain was not in the vicinity of the device and not device related. During troubleshooting of the driveline fault alarms, the system controller was exchanged, however, the alarms persisted, confirming an issue with the driveline. In addition, a log file was provided technical service representative from the new system controller and driveline fault alarms were noted, confirming a driveline phase being the cause of the driveline fault alarms. Provided x-rays of the driveline were unremarkable. The patient had a previous percutaneous lead (driveline) replacement on (B)(6) 2018. The lvad team had planned on initiating a percutaneous lead (driveline) replacement on (B)(6) 2019, however, the team has postponed the replacement as the patient is listed for transplant. No additional information was provided.

Event description:
Additional information: additional information was received from the vad coordinator indicating that the patient underwent a heart transplant on (B)(6) 2019.

Manufacturer narrative:
A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, serial number (B)(4), confirmed driveline (dl) wire damage that could have contributed to the reported event. (B)(4) was returned assembled with the driveline (dl) cut approximately 9" from the pump housing and the distal portion of the dl was not returned (figure 1). The sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) was returned attached to the pump inlet housing. The sealed outflow conduit was returned attached to the pump outlet housing. A bend relief collar was present and secured with green suture. Evaluation of the sealed inflow and outflow conduits revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(4) also revealed no evidence of developed depositions or developed thrombus formations. The disassembled pumps bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the dl did not reveal any discontinuities or shorts. However, the examination of the dl revealed a breach to the insulation of the brown wire 7.75¿ and 8¿ from the pump end confirmed through hipot testing. Also, a breach of the black and green wires 3.2¿ from the pump end confirmed through hipot testing. The observed wire damage appeared to be the result of abrasion against the braided shield due to repetitive flexing. Analysis of the submitted log files also revealed multiple yellow wrench advisories associated with driveline faults which were silenced throughout the entirety of the log file. These driveline faults appeared to result from an issue with phase 2. The other phases did not appear to contribute to the fault. The pump remained above the low-speed limit and appeared to be functioning as intended. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these documents outline all system controller alarms as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Additional information. No further information was provided. The manufacturer is closing the file on this event.